Event description:
It was reported that before the surgery, opened the out-box, noted the inner packing has been degummed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was returned. Visual examination of the provided photographic evidence denoted that the inner and outer blister of the packaging was melted/deformed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 150410106 work order (B)(4) was manufactured on 10 july 2021. A total of 12 parts were manufactured to specification. There were no deviations associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review ==> a manufacturing record evaluation was performed for the finished device [lot/serial] number, and no non-conformances related to the reported complaint condition were identified. H10 additional narrative: added: b5 and d9 corrected: h3

Event description:
Additional information was received indicating that there was no surgical delay reported.